Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Associated mfrs: 0001822565 - 2018 - 03281, 0001822565 - 2018 - 03283, 0001822565 - 2018 - 03284.

Event description:
It was reported that the patient is being considered for revision for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.